Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was stated the black blot (decubitus) was over the pump. The necrosis and decubitus ulcer were reported to be the same, and it was stated there was no issue in the right gluteal. The pump was confirmed to be implanted in the left gluteal. It was stated it was possible the black blot over the pump was caused by the infusion system, as the patient lost some weight in the last months. The cause of the black blot, necrosis, and decubitus ulcer was not determined. It was unknown if the black blot/necrosis/decubitus ulcer resolved; the next date with the hcp and for refilling was (B)(6) 2019.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the black blot was resolving.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving morphine (20.0 mg/ml at 6.558 mg/day) and clonidine (300.0 mcg/ml at 98.37 mcg/day) via an implantable pump for an unknown indication for use. It was reported another patient in the room saw a black blot over the patient's pump, who was implanted gluteal left. The event date was reported to be (B)(6) 2019. No diagnostics or troubleshooting were performed. The hcp prescribed antibiotics and a periodic bandage. Surgical intervention did not occur nor was planned. The issue was not resolved. The patient status was alive - no injury. Contributing factors were unknown. Further complications were not reported. An image was provided, seeming to indicate a black area with redness surrounding it. It was stated a refill occurred on (B)(6) 2019. A description of the wound situation is as follows: size of 1.5 cm x 5 mm, depth unclear. According to the patient, necrosis occurred during rehabilitation. The environment was intact. On the right gluteal, there was a decubitus which the patient also brought from rehabilitation. The edge was clearly reddened and overheated. There was dry necrosis without secretion discharge. It was stated the depth and extent of the infection could not be estimated, or the extent to which the pump was infected. Dressing change would be performed daily.